Event description:
Analysis of the returned device found that the subject stent was prematurely deployed during use and the stent delivery wire was broken.. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the sdw was seen to be kinked. The sdw was seen to be broken by by the proximal bumper coil. The stent was seen to be deformed. The introducer sheath was intact. During functional inspection, the returned catheter was flushed and a patency mandrel advanced but when the mandrel would not advance past 6cm from the hub the catheter was cut to determine the blockage and once cut the atlas stent was found to be deployed inside the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received was the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as not tortuous. The device was returned for analysis with the concurrent catheter complaint. The stent was found to be deployed from the sdw, the deployed stent was then removed from the catheter during the device functional testing along with part of the broken sdw. Once removed the stent was found to be deformed. The sdw (stent delivery wire) was also found to be kinked and the introducer sheath was returned and found to be intact. Its likely when the reported resistance was felt during the clinical procedure manipulation of the device caused the premature deployment and the damaged noted to the device. The as analyzed (aa) sdw kinked/bent. Sdw broken/fractured during use, stent deformed and stent deployed prematurely during use as well as the as reported (ar) code sdw friction will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.